Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: (B)(4). Model: sc-2218-50 serial: (B)(4). Batch: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief on the right-side low back and leg. Imaging revealed that the leads have moved to the left. The patient underwent a revision procedure, and a new lead was added. The patient was doing well postoperatively. Nothing was explanted.